Manufacturer narrative:
Samples were plasma and serum collected without a gel separator and centrifuged at 3000-3500rpm for 10 minutes and appeared normal. Qc performed before the erroneous results was within specifications. Since this event, the laboratory performs one level of qc on every tsh reagent pack before it is used for patient testing. Also, all patient tsh results of <0.10uiu/ml are repeated before results are released outside of the laboratory. A field service engineer (fse) was on site in early 2009. Fse performed a diagnostic system check, hardware protocol and verification testing which all passed specifications. Fse did not note any hardware issues. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous tsh results generated by the access® 2 immunoassay system. Customer tested a patient sample for tsh and obtained a result of 0.00uiu/ml. Upon repeat the next day, this sample gave a result of 5.39uiu/ml. A sample obtained from another patient gave a result of 0.04uiu/ml and repeated at 2.80uiu/ml. A sample obtained from a third patient gave a result of 0.00uiu/ml and repeated at 2.24uiu/ml. The erroneous results were reported outside of the laboratory and corrected reports were issued. One patient had a change to his medications due to the erroneous results.